Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the housing was cracked and the pin was broken on the battery handpiece device. It was further determined that the handpiece ceased up and the upper spring retainer from the trigger to the housing was broken. It was further determined that the device failed pretest for check function of all modes, check falling out protection (steal ring), check of free moving, check proper function of the triggers, check the cannulation, check for leakage and general condition. It was noted in the service order that the device was faulty. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.